Manufacturer narrative:
Follow-up #1: date of submission 10-may-2018 device evaluation:the device has been returned and evaluated by product analysis on 02-may-2018 with the following findings: during testing, the pump successfully completed the rewind, load cartridge, and prime steps with no warnings or alarms occurring. The pump was exercised for 24 hours with no alarms or prime issues occurring. The force sensor calibration was found to be within required specification. The pump performed within required specifications. The complaint of a prime issue was not able to be duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (unable to prime) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.